Event description:
The user facility reported that the tube of the lens-cleaning sheath was torn during a therapeutic laparoscopic assisted colectomy procedure, and the distal end fell into the pt body cavity. The detached portion was retrieved with the use of unspecified instrument. There was no pt injury reported.

Manufacturer narrative:
Olympus medical system corp followed up with the user facility and was informed that the users noted that the distal tip of the cleaning sheath was missing when they were closing the trocar site. The detached portion of the device was said to have been accessed via the trocar site. The detached piece was subsequently retrieved from the pt using an unspecified instrument. The current condition of the pt is said to be good. The lens-cleaning sheath was returned to the original equipment MFR for eval. The eval confirmed the presence of a complete circumferential tear in the lens-cleaning sheath tube, and that the distal end of the sheath had separated from the device. There were several cuts near the detached portion of the tube. Olympus medical system corp concluded that the distal end of the cleaning sheath became detached when the user withdrew the videoscope and cleaning sheath over the trocar. This medical device report is being filed in an abundance of caution.